Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant back to back blood glucose results of 496 mg/dl at 4:00 pm, 165 mg/dl at 4:02 pm, and 253 mg/dl performed at 4:06 pm when testing was done on the advantage system. Customer stated taking normal medications and consuming normal food, however, did not indicate the location of the testing. No other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 549631 with an expiration date of 05-31-08.